Event description:
It was reported that a pump enters "g" when any key is selected.

Manufacturer narrative:
(B)(4). Sigma device eval found the #2, #3, #5, #7 and #8 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #4 key is pressed 43 will be displayed). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.